Event description:
The representative reported that an individual had an interstim device that did not work.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reports he did know who the other patient was. She told the pa (physician assistant at doctor¿s office that her friend wasn't happy with it not that it didn't work.